Event description:
The customer reported a false positive alinity I total b-hcg result for one female patient with prolonged menorrhagia. The following data was provided (reference range: </= 5.00 iu/l is negative, >/= 25.00 iu/l is positive): on (B)(6) 2025, sid (B)(6): 1st result: b-hcg = 1108.34 iu/l (positive), 2nd result: b-hcg = < 2.3 iu/l (negative), 3rd result: b-hcg = < 2.3 iu/l (negative). The customer reported the negative result. Upon troubleshooting, it was discovered the sample ran with expc flags because the calibration curve has expired. Additionally, the customer only ran the qc level 3 on 14may2025 which passed. The customer recalibrated the alinity I total b-hcg assay and all levels of qc passed. The customer reran the patient sample after calibration and qc and generated a result of < 2.3 iu/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p51-20 that has a similar product distributed in the us, list number 7p51-21 / -31, with 510k/PMA/bla number k170317.

Event description:
The customer reported a false positive alinity I total b-hcg result for one female patient with prolonged menorrhagia. The following data was provided (reference range: </= 5.00 iu/l is negative, >/= 25.00 iu/l is positive): on (B)(6) 2025, sid (B)(6): 1st result: b-hcg = 1108.34 iu/l (positive), 2nd result: b-hcg = < 2.3 iu/l (negative), 3rd result: b-hcg = < 2.3 iu/l (negative). The customer reported the negative result. Upon troubleshooting, it was discovered the sample ran with expc flags because the calibration curve has expired. Additionally, the customer only ran the qc level 3 on 14may2025 which passed. The customer recalibrated the alinity I total b-hcg assay and all levels of qc passed. The customer reran the patient sample after calibration and qc and generated a result of < 2.3 iu/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I total b-hcg assay (list number 07p51) did not identify an increase in complaint activity related to the complaint issue, however a slight increase in complaint activity was identified for reagent lot 65729ud00. Additionally, accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of the complaint lot stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. A review of the device history record did not identify any nonconformances or deviations associated with the complaint lot and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity I total b-hcg reagent lot 65729ud00 was identified.